Event description:
It was reported that an asymptomatic patient was in clinic, during follow-up, when vf episode with an aborted shock was noted. Fluoroscopy results were inconclusive. Rv lead was capped and replaced. The patient is doing well.

Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up when vf episode with an aborted shock due to the noise was noted. X-ray and fluoroscopy results were inconclusive. The rv lead was capped and replaced. The patient was well following the surgical procedure.

Manufacturer narrative:
(B)(4).